Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear mask and didn¿t wash hands during therapy. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with an intraperitoneal injection of amikacin (50mg per bag, duration not reported), and an injection of cisnem (1 gram per day, route and duration not reported). The patient was discharged eight days after admission. Four days after event onset, the pd catheter was removed (as the patient was not recovering) and the patient was moved to hemodialysis. At the time of this report the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.